Event description:
It was reported the patient¿s device was in an overdischarged state. It was later reported that the date of the overdischarge was unknown and the reason for the overdischarge was that the implantable neurostimulator (ins) was not working and the patient was not using it. It was noted that the overdischarge was successfully cleared. See MFR. Report #3004209178-2013-20879 for information about a subsequent overdischarge that the patient experienced.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).